Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was implanted in the patient.

Event description:
Coiling treatment of a previously ruptured aneurysm. It was reported after the coil was implanted, two loops of the coil were observed protruding out of the coil mass. No patient injury reported.